Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer and confirmed they were calling for help more than wanting a fse to come on site. Fse suggested that she call her sales leads for help with instrument and accessory questions. The fse also noted that it could be a user-related issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was running into something during a guided tool change re-entry. The operating room staff called in to report that the tissue or liver was being held up by a stitch and was also partially resting on the instrument shaft of the instrument on arm 1. When the instrument on arm 1 was removed, the tissue dropped down slightly because it was no longer resting on the shaft during the instrument exchange. Upon re-inserting the new instrument, it ran into the tissue or liver because it had dropped into the path of the instrument being re-inserted. Although the white line on the screen indicated a clear path for the instrument being re-inserted onto arm 1, this was not the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a gastric bypass. There was no harm or injury to the patient. It happened three times, adding about one minute a piece. After the third incident, the surgeon and her fa didn't use guided tool change and inserted each instrument under direct supervision which added additional minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. The investigation did not reveal any issues related to the customer reported event.